Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two years ago, nb conducted a flex eval, and it did not go well. Customer reported that they had issues with the taperguard cuff not sealing the airway well, believing that this is because of the small surface area compared to the barrel shaped cuff. Reporter said patients with high intrathoracic pressure were leaking around the cuff even after they increased pressure significantly. Reporter said the leaks were bad and the patients looked as if they were foaming at the mouth. He reported that the hospital decided against the flex tubes. It was reported that no recannulation was required and that no injury occurred.